Event description:
The dealer states the alarm on the unit is very faint. The dealer spoke with our technician and he said to replace the pc board. No further information was provided. Dealer states the concentrator unit is shutting down with 1 green 1 red light, low pressure failure. Dealer troubleshot with tech service. Tech service advised dealer to check out all the valves. Dealer to call back if he needs to replace any of those valves. Dealer hung up before being transferred to complaint team. The caller has no further information to provide. Also, the alarm is not working.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.